Event description:
During shift check, the customer reported that two fully charged autopulse li-ion batteries (s/n (B)(4) and (B)(4) does not power on the autopulse platform. The battery successfully pass charging in the autopulse multi-chemistry charger (mcc), and showed 4 green led lights illuminated upon battery status check. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.